Event description:
New information noted that the lead was explanted not capped.

Manufacturer narrative:
A partial lead with the pin measuring 11.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of externalized conductors, MFR number 2938836-2014-04989. It was reported that a patient previously presented in clinic with externalized conductors in 2012. The physician discovered the externalized conductors under fluoroscopy and no electrical abnormalities were noted. The physician elected to cap the right ventricular lead on (B)(6) 2019 during a generator replacement procedure. The patient was discharged.